Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: *could you please clarify if the patient suffer from any sign or consequence due to the issue (breakage suture)? Please provide more details. What is the product code & lot number? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent a skin laceration of upper lip procedure on (B)(6) 2022 and suture was used. The suture broke during knotting in the surgery. Changed to another one to complete the surgery. There were no adverse patient consequences reported.